Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: vedr01 implantable pulse generator 2007-(B)(6), 5594 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch and there was low impedance counts and false ventricular high rates. It was noted that the patient had a procedure done the same day as the polarity switch and that impedance and thresholds were stable. The rv lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.